Manufacturer narrative:
The manufacturer received information alleging a thermal allegation on an everflo oxygen concentrator. It was alleged that the device caught fire in a senior residence. The thermal malfunction occurred during clinical use and treatment had to be completely stopped and then rescheduled, or an alternative device was used. There was no report of harm to the patient or anyone else. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Updated: box h: device manufacturers: evaluation method code. Evaluation results code. Component code. Conclusion code.

Event description:
The manufacturer received information alleging a thermal allegation on an everflo oxygen concentrator. It was alleged that the device caught fire in a senior residence. The thermal malfunction occurred during clinical use and treatment had to be completely stopped and then rescheduled, or an alternative device was used. There was no report of harm to the patient or anyone else. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.